Manufacturer narrative:
Physio-control replaced the battery contact pcb assembly for the reported issue of the device not recognizing its battery. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue of the device powering off. From the downloaded device key log, it was verified that the device had indeed powered off. Physio also verified that the device did not recognize the battery. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself during operation. In addition, it was reported that the device displayed an unrecognized battery status. There was no patient use associated with the reported event.